Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, although it was not confirmed. Provocative testing was performed but revealed no anomalies. No intervention was performed. The patient was stable and will continue to be monitored.